Event description:
Customer reported air bubbles and gaps in the tandem mobi cartridge during pumping. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Resolution involved eliminating large air bubbles and gaps, allowing the customer to resume insulin therapy successfully.